Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level as information was not provided on this matter. The customer received assistance from technical support in resetting the pump and later successfully reset the pump themselves. The customer continued to use the pump for insulin therapy.